Event description:
The patient noticed that when his blood glucose levels drop to the 60-70s mg/dl, the amount of insulin remaining in the cartridge is 20-25 units. The patient reportedly has felt jittery and self-treated with food. Details regarding the patient's medications, activities, diet and health prior to the incidents were not provided. Based on the provided information, it is unclear how the reported issue is related to the reported injury. However, this complaint is being reported because the patient allegedly became jittery, which was resolved by eating. The patient was advised to change the low cartridge warning setting to 30 units. A replacement pump was sent to the patient.

Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.